Event description:
Additional information was provided by the customer: there was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11 corrected fields: a2, a4, a5, a6, b5, b6, b7, e1, h6 (health effect - impact code) the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the scope communication error (b30) and no image was traced to component failure however, the most probable root cause of the scope communication error (e216) could not be determined, should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope received a b30 and e216 error. The event occurred during setup. There were no reports of patient harm.